Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 61mm taa .  It was reported during the procedure , the delivery system was delivered via the left approach and reached the intended location. The position was confirmed by angiography and the physician began deploying the stent graft. The instructions were followed and  the physician used his left hand to hold the front grip  of the delivery system was used his right hand to rotate the external blue slider. However the physician encountered great assistance turning the blue handle. After several attempts, the blue slider  could not be turned. Finally, the implantation was given up. A non mdt stent graft was implanted instead.  Per the physician the cause of the event could not be determined.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Updated section h.2.6 film evaluation summary: the reported deployment difficulty could not be assessed on the pre-implant films provided, therefore, the cause of the event could not be determined. Procedural angiogram showing attempts to deploy the device were not received for a thorough analysis of the event. The exact planned implantation site was not clear. A part from the observed aortic tortuosity, analysis of the limited returned films did not reveal any other obvious anatomical characteristics that may have led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.